Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: caused traced to component failure. A probable root cause cannot be identified. A device history review revealed findings no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited light transmission failed, cracks on side of video connector, cut in light guide cable, dents on distal edge, and distal fiber breakage. There was no patient involvement.